Event description:
It was reported that the user received a glucose falling quickly alert after the ilet had no sensor readings and delivered no insulin for approximately 1.5 hours due to a reported battery depletion, followed by a user-initiated pump pause for about 40 minutes; blood glucose rose to 192 mg/dl and later decreased after correction doses, consistent with the system¿s correction algorithm resuming delivery. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.